Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the perfix plug device may have caused or contributed to the events as alleged. Medical records have been requested. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Note, the date of event and implant date are estimated as the actual date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. No sample returned.

Event description:
It was reported that in 2006 the patient was implanted with a davol perfix plug. As reported the patient has been experiencing chronic pain since implant of the mesh and is seeking treatment in the ER to get the mesh removed. In follow up, the contact reported that the patient has seen his doctor and was told his testicle may need to be removed to be able to remove the mesh.

Event description:
It was reported that in 2006 the patient was implanted with a davol perfix plug. As reported the patient has been experiencing chronic pain since implant of the mesh and is seeking treatment in the ER to get the mesh removed. In follow up, the contact reported that the patient has seen his doctor and was told his testicle may need to be removed to be able to remove the mesh. Addendum per implant operative report. The patient was diagnosed with a right inguinal hernia, and on (B)(6) 2006 underwent repair with the implant of a large perfix plug and patch. Per the implant operative report details, "dissection of the cord structures revealed an indirect sac that was sharply dissected away from the cord structures back to the internal ring, and a large marlex plug (perfix plug) was placed within the internal ring, and sutured to the conjoined tendon and the iliopubic tract with pds. A piece of marlex patch (overlay) was placed over the entire inguinal floor."

Manufacturer narrative:
This is an addendum to the initial emdr to document additional information provided, which included the implant operative report. The additional information does not change the initial conclusion. At this time no conclusion can be made. Should additional information be obtained, a supplemental emdr will be submitted.